Event description:
It was reported that during the implant attempt, a coronary sinus lead was attempted to be placed. During the placement, it was noted that a small coronary sinus dissection had occurred. The lead placement was aborted. Follow up indicated that the patient remained hemodynamically stable following the procedure. The patient is enrolled in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).